Event description:
The customer reported that the plunger was hard to remove. Troubleshooting was performed. Instructed customer to hold the barrel in place and quickly turn the plunger counter clockwise. The customer was able to remove the plunger, but the o-rings came off causing the insulin to leak. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.